Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. Based on the information provided. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Devices become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear.

Event description:
It was reported during a meniscal root repair the trap door is not catching the suture. It was replaced with another ar-12990 and the case was completed with no further issues. The patient is fine to date.